Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference manufacturer report:1627487-2018-00568. It was reported the patient noticed a bump that became sore and painful and over a period of time had green pus coming out of it. The patient was advised by the doctor¿s office to go to the emergency room (ER). In the ER the bump was drained and cleaned and it was discovered the bump was the lead exposed out of the skin. The patient was referred to the pain doctor immediately with probable infection at the lead site. The doctor reported the lead was sticking out of skin and has to be removed for precautionary issues. No cultures were obtained and the patient was given antibiotics. It is unknown at this time if infection was confirmed or cleared. Surgical intervention will be taken to explant the scs system.

Event description:
Device 1 of 2 : reference manufacturer report:1627487-2018-00568. Follow up information indicated the patient's infection had resolved and the patient had the scs explanted.